Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first closure device was fully recaptured due to poor positioning. During the process of deploying the second closure device, the sheath jumped back right before unsheathing. This caused the device to deploy unintentionally in the laa. The device was then fully recaptured. At this time, patient had a slight decrease in blood pressure and a new trivial pericardial effusion was noted. No interventions were performed and the pericardial effusion resolved on its own. After the device was removed it was noted that part of the distal end of the (was) was wrapped around the feet of the device. Case was aborted. Patient is stable and has been discharged.

Manufacturer narrative:
The returned device consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection found kinks in the sheath located 4.5cm and 31 cm from the tip. The tip was flattened with excessive damage to the inner/outer material and missing a small amount of the blue outer tip material (approximately 3mm). Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first closure device was fully recaptured due to poor positioning. During the process of deploying the second closure device, the sheath jumped back right before unsheathing. This caused the device to deploy unintentionally in the laa. The device was then fully recaptured. At this time, patient had a slight decrease in blood pressure and a new trivial pericardial effusion was noted. No interventions were performed and the pericardial effusion resolved on its own. After the device was removed it was noted that part of the distal end of the was wrapped around the feet of the device. Case was aborted. Patient is stable and has been discharged.